Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: purewick¿ urine collection system base with power cord initial wipe: wipe the purewicktm urine collection system base and power cord thoroughly with a clean low lint cloth dampened with cool tap water. Remove any excess dirt by wiping the device with disposable low lint wipes. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely wet aclean low lint cloth with the solution and wipe down the purewicktm urine collection system base and power cord. Allow the cleaning solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring that the device and power cord remains wet for the ten (10) minutes. Using a soft brush (e.g. Toothbrush), brush all accessible areas of the purewicktm urine collection system base and power cord for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the soap cleaning solution. Perform this step until there is no visible sign of the soap cleaning solution. Visual inspection: inspect the purewicktm urine collection system base and power cord to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the purewicktm urine collection system base and power cord. Disinfection: use 70% isopropyl alcohol (ipa) to completely wet a clean low lint cloth and wipe down the purewicktm urine collection system base and power cord. Allow the disinfecting solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring the unit is visibly wet with ipa for ten (10) minutes. Rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the disinfecting solution. Drying: dry the purewicktm urine collection system base and power cord with a clean low lint towel or cloth. Canister and canister lid (single user) initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. Cleaning: prepare enzymatic cleaner solution (e.g. Enzol enzymatic cleaner or equivalent) following the manufacturer¿s recommendation of 1 oz. (Approximately 29 ml) per gallon (approximately 4 l) of warm tap water (ratio and water temperature per manufacturer's recommendation if applicable). Completely submerge the canister and lid in the solution and allow it to soak for a minimum of ten (10) minutes. While the canister and lid are submerged, use a soft bristle brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the enzymatic cleaning solution. Visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the canister and lid. Drying: dry the canister and lid with a clean low lint towel or cloth. Disinfection: fully submerge the canister and lid in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Rinse: rinse the canister and the lid thoroughly with cool tap water. Drying: dry the canister and lid with a clean low lint towel or cloth. " collector tubing (with elbow connector) and pump tubing (single user) initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinising, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. Cleaning: prepare enzymatic cleaner solution (e.g. Enzol enzymatic cleaner or equivalent) following the manufacturer¿s recommendation of 1 oz. (Approximately 29 ml) per gallon (approximately 4 l) of warm tap water (ratio and water temperature per manufacturer's recommendation if applicable). Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While the tubing is submerged, use a soft bristle brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the enzymatic cleaning solution. While rinsing, flush the inside of the tubing with the cool tap water. Visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. Disinfection: fully submerge the tubing and elbow connector in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. Drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. The baw is attached on the investigation overview element. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some more training was necessary on actual use of purewick urine collection system. It was stated that cleaning instructions on pamphlet were confusing and would require gallons of alcohol each day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some more training was necessary on actual use of purewick urine collection system. It was stated that cleaning instructions on pamphlet were confusing and would require gallons of alcohol each day.